Manufacturer narrative:
Manufacturer's report date: 01/05/2011. (B)(4). The hospital is unable to send the set (as it contains chemo). No failure investigation could be performed.

Event description:
A nurse set up a secondary infusion of etoposide (chemo). When she unclamped the secondary set, the chemo started to flow into the primary line and up past the checkvalve. She then clamped the primary line with a kelly clamp and infused the etoposide. Per the hospital, the set cannot be returned for investigation as it contains chemo.